Event description:
IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF ONE THOUSAND FIVE HUNDRED AND NINETY-FOUR (1594) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 02-JAN-2012 AND 31-DEC-2023, USING A LEGION CONCELOC POROUS TIBIAL BASEPLATE. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: INFECTION, INSTABILITY, MECHANICAL LOOSENING, OTHER MECHANICAL COMPLICATIONS, PAIN, STIFFNESS, AND OTHER-UNKNOWN REASONS. THE EXACT QUANTITY OF REVISION CASES FOR EACH REASON FOR REVISION IS UNKNOWN. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 02-JAN-2012 AND 31-DEC-2023 IN THE UNITED STATES.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF ONE THOUSAND FIVE HUNDRED AND NINETY-FOUR (1594) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 02-JAN-2012 AND 31-DEC-2023, USING A LEGION CONCELOC POROUS TIBIAL BASEPLATE. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: INFECTION, INSTABILITY, MECHANICAL LOOSENING, OTHER MECHANICAL COMPLICATIONS, PAIN, STIFFNESS, AND OTHER-UNKNOWN REASONS. THE EXACT QUANTITY OF REVISION CASES FOR EACH REASON FOR REVISION IS UNKNOWN. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 02-JAN-2012 AND 31-DEC-2023 IN THE UNITED STATES. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE LEGION TOTAL KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF ONE THOUSAND FIVE HUNDRED AND NINETY-FOUR (1594) PRIMARY TKA PROCEDURES WITH LEGION CONCELOC POROUS BASEPLATES HAVE BEEN PERFORMED IN THE UNITED STATES BETWEEN 02-JAN-2012 AND 31-DEC-2023. THE CUMULATIVE REVISION RATES FOR THESE COMPONENTS ARE IN LINE WITH THE REVISION RATES PROVIDED FOR THE AJRR AGGREGATE TKA PRIMARY PROCEDURES (REFERRED TO AS ¿THE CLASS¿ BELOW) FROM THE FIRST THROUGH THE FIFTH POSTOPERATIVE YEAR, AS SHOWN BY THE OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 1.20% (0.77%-1.64%) VS 0.95% (0.93%-0.96%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 1.9% (1.21%-2.58%) VS 1.49% (1.48%-1.51%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 2.37% (1.52%-3.22%) VS 1.87% (1.85%-1.88%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 2.74% (1.76%-3.72%) VS 2.16% (2.14%-2.18%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 3.06% (1.96%-4.15%) VS 2.41% (2.39%-2.43%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
CORRECTED DATA: NUMBER ASSIGNED TO 'LAST LINE-ITEM VERSION' FOR THE FOLLOWING COMPLAINT HAS BEEN UPDATED FROM VERSION "1" TO VERSION "0": CASE (B)(4), (L1-L4). THIS CHANGE REFLECTS THAT THESE ARE NEW ENTRIES NOT PREVIOUSLY REPORTED IN THE INITIAL 3500A FORM +.CSV SPREADSHEET SUBMISSION DATED MAY 8, 2025. AS SUCH, THESE NEW LINE ITEMS SHOULD HAVE BEEN DENOTED AS VERSION "0". THESE UPDATES WERE MADE IN RESPONSE TO THE FDA'S CLARIFICATION ON OCTOBER 16, 2025, REGARDING THE CORRECT USE OF VERSION 0, VERSION 1 AND VERSION 2 IN THE 'LATEST LINE ITEM VERSION' COLUMN OF THE .CSV FILE ATTACHED TO THE SUBMISSION. NO ADDITIONAL CHANGES HAVE BEEN MADE TO THE 3500A FORM OR TO THE INFORMATION PROVIDED IN THE OTHER COLUMNS OF THE .CSV SPREADSHEET PREVIOUSLY SUBMITTED ON OCTOBER 12, 2025.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00264760-1-L1,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L2,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L3,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L4,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L5,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L6,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L7,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L8,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L9,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L10,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L11,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L12,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L13,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L14,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L15,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L16,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L17,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L18,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L19,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L20,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L21,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L22,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L23,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L24,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L25,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L26,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L27,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L28,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L29,,10/12/2025,4/1/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of one thousand five hundred and ninety-four (1594) knees underwent primary TKA procedures between 02-Jan-2012 and 31-Dec-2023, using a Legion CONCELOC Porous Tibial Baseplate in combination with a LEGION CR Femoral Component. From these, twenty-nine (29) knees were later revised due to the following reasons: infection, instability, mechanical loosening, other mechanical complications, pain, stiffness, and other-unknown reasons. The exact quantity of revision cases for each reason for revision is unknown. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 31-Dec-2023 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand five hundred and ninety-four (1594) primary TKA procedures with Legion CONCELOC Porous Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 02-Jan-2012 and 31-Dec-2023. The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fifth postoperative year, as shown by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.20% (0.77%-1.64%) vs 0.95% (0.93%-0.96%) of the class.;o At 2nd postoperative year: 1.9% (1.21%-2.58%) vs 1.49% (1.48%-1.51%) of the class.;o At 3rd postoperative year: 2.37% (1.52%-3.22%) vs 1.87% (1.85%-1.88%) of the class.;o At 4th postoperative year: 2.74% (1.76%-3.72%) vs 2.16% (2.14%-2.18%) of the class.;o At 5th postoperative year: 3.06% (1.96%-4.15%) vs 2.41% (2.39%-2.43%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269426-1-L1,,10/12/2025,5/30/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these cases, at least one (1) knee required revision surgery due to infection. The AJRR does not specify the exact number of revisions for this complication, as reasons accounting for fewer that eleven (11) cases are not reported with precise quantities. ;","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these, less than eleven (11) revision surgeries are reported by the AJRR. While the exact number is not specified, the following reasons for revisions are identified: Infection, Instability, Mechanical Loosening and Stiffness. Based on this information, this report is submitted under the assumption that at least one revision surgery was performed for each of the listed reasons. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION CONCELOC Cementless Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;A review of registry data obtained from the American Joint Replacement Registry (AJRR) identified cases involving the LEGION CONCELOC Tibial Component in conjunction with posterior-stabilized (PS) femoral components. The initial analysis reported under Report Number 1020279-2025-00799, evaluated procedures performed between 2021 and 2025 and included a cohort of 474 Conceloc tibial components implanted paired with any PS femoral components.;An updated analysis, expanded the data extraction timeframe to include procedures from January 2012 through March 2026; however, this analysis applied additional inclusion criteria, restricting the cohort to reverse hybrid constructs involving cementless CONCELOC tibial components paired specifically with cemented PS femoral components.;;As a result of these more stringent selection criteria, the cohort evaluated in the updated analysis (N=94) represents a subset of the previously reported population rather than an expansion of it. Accordingly, the updated analysis does not reflect additional cases beyond those previously considered, but instead provides further stratification of the original dataset.;Comparative outcomes in the updated analysis, including Kaplan¿Meier cumulative percent revision estimates and hazard ratio assessment, indicate no statistically significant difference in overall revision risk for the CONCELOC tibial construct relative to the reverse hybrid comparator group (HR ~1.099, p=0.895), supporting consistency with the broader findings of the initial analysis.;;The following cumulative revision rates with 95% confidence intervals are presented in this report (hybrid TKA class - cemented femur/cementless tibia):;-At 1st postoperative year: 1.52% (0.00%-3.59%) vs 1.38% (1.16%-1.61%) of the class.;-At 2nd postoperative year: 2.24% (0.00%-5.25%) vs 2.04% (1.75%-2.32%) of the class.;-At 3rd postoperative year: 2.80% (0.00%-6.56%) vs 2.55% (2.23%-2.88%) of the class.;-At 4th postoperative year: 3.03% (0.00%-7.07%) vs 2.76% (2.41%-3.10%) of the class.;;Due to CMS data suppression requirements, event frequencies from 1 to 10 are not disclosed, limiting interpretation of specific reason-for-revision counts within the subset analysis. Additionally, as noted in both analyses, registry data are not component-specific at the level of failure attribution; therefore, it cannot be determined which implanted component was responsible for a given revision event.;Based on these considerations, the updated analysis does not identify additional reportable events beyond those captured in the initial evaluation but provides additional context regarding device performance within a more narrowly defined surgical construct.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00269426-1-L2,,10/12/2025,5/30/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these cases, at least one (1) knee required revision surgery due to instability. The AJRR does not specify the exact number of revisions for this complication, as reasons accounting for fewer that eleven (11) cases are not reported with precise quantities. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these, less than eleven (11) revision surgeries are reported by the AJRR. While the exact number is not specified, the following reasons for revisions are identified: Infection, Instability, Mechanical Loosening and Stiffness. Based on this information, this report is submitted under the assumption that at least one revision surgery was performed for each of the listed reasons. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION CONCELOC Cementless Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;A review of registry data obtained from the American Joint Replacement Registry (AJRR) identified cases involving the LEGION CONCELOC Tibial Component in conjunction with posterior-stabilized (PS) femoral components. The initial analysis reported under Report Number 1020279-2025-00799, evaluated procedures performed between 2021 and 2025 and included a cohort of 474 Conceloc tibial components implanted paired with any PS femoral components.;An updated analysis, expanded the data extraction timeframe to include procedures from January 2012 through March 2026; however, this analysis applied additional inclusion criteria, restricting the cohort to reverse hybrid constructs involving cementless CONCELOC tibial components paired specifically with cemented PS femoral components.;;As a result of these more stringent selection criteria, the cohort evaluated in the updated analysis (N=94) represents a subset of the previously reported population rather than an expansion of it. Accordingly, the updated analysis does not reflect additional cases beyond those previously considered, but instead provides further stratification of the original dataset.;Comparative outcomes in the updated analysis, including Kaplan¿Meier cumulative percent revision estimates and hazard ratio assessment, indicate no statistically significant difference in overall revision risk for the CONCELOC tibial construct relative to the reverse hybrid comparator group (HR ~1.099, p=0.895), supporting consistency with the broader findings of the initial analysis.;;The following cumulative revision rates with 95% confidence intervals are presented in this report (hybrid TKA class - cemented femur/cementless tibia):;-At 1st postoperative year: 1.52% (0.00%-3.59%) vs 1.38% (1.16%-1.61%) of the class.;-At 2nd postoperative year: 2.24% (0.00%-5.25%) vs 2.04% (1.75%-2.32%) of the class.;-At 3rd postoperative year: 2.80% (0.00%-6.56%) vs 2.55% (2.23%-2.88%) of the class.;-At 4th postoperative year: 3.03% (0.00%-7.07%) vs 2.76% (2.41%-3.10%) of the class.;;Due to CMS data suppression requirements, event frequencies from 1 to 10 are not disclosed, limiting interpretation of specific reason-for-revision counts within the subset analysis. Additionally, as noted in both analyses, registry data are not component-specific at the level of failure attribution; therefore, it cannot be determined which implanted component was responsible for a given revision event.;Based on these considerations, the updated analysis does not identify additional reportable events beyond those captured in the initial evaluation but provides additional context regarding device performance within a more narrowly defined surgical construct.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00269426-1-L3,,10/12/2025,5/30/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these cases, at least one (1) knee required revision surgery due to mechanical loosening. The AJRR does not specify the exact number of revisions for this complication, as reasons accounting for fewer that eleven (11) cases are not reported with precise quantities. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these, less than eleven (11) revision surgeries are reported by the AJRR. While the exact number is not specified, the following reasons for revisions are identified: Infection, Instability, Mechanical Loosening and Stiffness. Based on this information, this report is submitted under the assumption that at least one revision surgery was performed for each of the listed reasons. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION CONCELOC Cementless Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;A review of registry data obtained from the American Joint Replacement Registry (AJRR) identified cases involving the LEGION CONCELOC Tibial Component in conjunction with posterior-stabilized (PS) femoral components. The initial analysis reported under Report Number 1020279-2025-00799, evaluated procedures performed between 2021 and 2025 and included a cohort of 474 Conceloc tibial components implanted paired with any PS femoral components.;An updated analysis, expanded the data extraction timeframe to include procedures from January 2012 through March 2026; however, this analysis applied additional inclusion criteria, restricting the cohort to reverse hybrid constructs involving cementless CONCELOC tibial components paired specifically with cemented PS femoral components.;;As a result of these more stringent selection criteria, the cohort evaluated in the updated analysis (N=94) represents a subset of the previously reported population rather than an expansion of it. Accordingly, the updated analysis does not reflect additional cases beyond those previously considered, but instead provides further stratification of the original dataset.;Comparative outcomes in the updated analysis, including Kaplan¿Meier cumulative percent revision estimates and hazard ratio assessment, indicate no statistically significant difference in overall revision risk for the CONCELOC tibial construct relative to the reverse hybrid comparator group (HR ~1.099, p=0.895), supporting consistency with the broader findings of the initial analysis.;;The following cumulative revision rates with 95% confidence intervals are presented in this report (hybrid TKA class - cemented femur/cementless tibia):;-At 1st postoperative year: 1.52% (0.00%-3.59%) vs 1.38% (1.16%-1.61%) of the class.;-At 2nd postoperative year: 2.24% (0.00%-5.25%) vs 2.04% (1.75%-2.32%) of the class.;-At 3rd postoperative year: 2.80% (0.00%-6.56%) vs 2.55% (2.23%-2.88%) of the class.;-At 4th postoperative year: 3.03% (0.00%-7.07%) vs 2.76% (2.41%-3.10%) of the class.;;Due to CMS data suppression requirements, event frequencies from 1 to 10 are not disclosed, limiting interpretation of specific reason-for-revision counts within the subset analysis. Additionally, as noted in both analyses, registry data are not component-specific at the level of failure attribution; therefore, it cannot be determined which implanted component was responsible for a given revision event.;Based on these considerations, the updated analysis does not identify additional reportable events beyond those captured in the initial evaluation but provides additional context regarding device performance within a more narrowly defined surgical construct.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00269426-1-L4,,10/12/2025,5/30/2025,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these cases, at least one (1) knee required revision surgery due to stiffness. The AJRR does not specify the exact number of revisions for this complication, as reasons accounting for fewer that eleven (11) cases are not reported with precise quantities. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four hundred and seventy-four (474) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using a LEGION CONCELOC Tibial Baseplate in combination with a LEGION PS Femoral Component. From these, less than eleven (11) revision surgeries are reported by the AJRR. While the exact number is not specified, the following reasons for revisions are identified: Infection, Instability, Mechanical Loosening and Stiffness. Based on this information, this report is submitted under the assumption that at least one revision surgery was performed for each of the listed reasons. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION CONCELOC Cementless Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;A review of registry data obtained from the American Joint Replacement Registry (AJRR) identified cases involving the LEGION CONCELOC Tibial Component in conjunction with posterior-stabilized (PS) femoral components. The initial analysis reported under Report Number 1020279-2025-00799, evaluated procedures performed between 2021 and 2025 and included a cohort of 474 Conceloc tibial components implanted paired with any PS femoral components.;An updated analysis, expanded the data extraction timeframe to include procedures from January 2012 through March 2026; however, this analysis applied additional inclusion criteria, restricting the cohort to reverse hybrid constructs involving cementless CONCELOC tibial components paired specifically with cemented PS femoral components.;;As a result of these more stringent selection criteria, the cohort evaluated in the updated analysis (N=94) represents a subset of the previously reported population rather than an expansion of it. Accordingly, the updated analysis does not reflect additional cases beyond those previously considered, but instead provides further stratification of the original dataset.;Comparative outcomes in the updated analysis, including Kaplan¿Meier cumulative percent revision estimates and hazard ratio assessment, indicate no statistically significant difference in overall revision risk for the CONCELOC tibial construct relative to the reverse hybrid comparator group (HR ~1.099, p=0.895), supporting consistency with the broader findings of the initial analysis.;;The following cumulative revision rates with 95% confidence intervals are presented in this report (hybrid TKA class - cemented femur/cementless tibia):;-At 1st postoperative year: 1.52% (0.00%-3.59%) vs 1.38% (1.16%-1.61%) of the class.;-At 2nd postoperative year: 2.24% (0.00%-5.25%) vs 2.04% (1.75%-2.32%) of the class.;-At 3rd postoperative year: 2.80% (0.00%-6.56%) vs 2.55% (2.23%-2.88%) of the class.;-At 4th postoperative year: 3.03% (0.00%-7.07%) vs 2.76% (2.41%-3.10%) of the class.;;Due to CMS data suppression requirements, event frequencies from 1 to 10 are not disclosed, limiting interpretation of specific reason-for-revision counts within the subset analysis. Additionally, as noted in both analyses, registry data are not component-specific at the level of failure attribution; therefore, it cannot be determined which implanted component was responsible for a given revision event.;Based on these considerations, the updated analysis does not identify additional reportable events beyond those captured in the initial evaluation but provides additional context regarding device performance within a more narrowly defined surgical construct.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264760-1-L30,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L31,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L32,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L33,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L34,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L35,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L36,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L37,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L38,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L39,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L40,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L41,,4/30/2026,3/12/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of three thousand thirteen (3,013) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Dec-2025, using LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component. From these, forty?one (41) knees were later revised due to the following complications: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, and less than eleven (11) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Dec-2025 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand thirteen (3,013) primary TKA procedures with a LEGION CONCELOC Porous Tibial Baseplates in combination with a LEGION CR Femoral Component have been performed in the United States between 01-Jan-2012 and 31-Dec-2025. ;;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.97% (0.67%-1.27%) vs 1.10% (1.05%-1.15%) of the class.;-At 2nd postoperative year: 1.44% (1.00%-1.87%) vs 1.63% (1.56%-1.69%) of the class.;-At 3rd postoperative year: 1.67% (1.16%-2.18%) vs 1.89% (1.82%-1.97%) of the class.;-At 4th postoperative year: 1.82% (1.26%-2.37%) vs 2.06% (1.97%-2.14%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.;",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;

Event description:
BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION CONCELOC POROUS TIBIAL BASEPLATE IN COMBINATION WITH LEGION CR FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND FIVE HUNDRED AND NINETY-FOUR (1594) KNEES BETWEEN 02-JAN-2012 AND 31-DEC-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWENTY-NINE (29) CASES DUE TO THE FOLLOWING COMPLICATIONS: INFECTION, INSTABILITY, MECHANICAL LOOSENING, OTHER MECHANICAL COMPLICATIONS, PAIN, STIFFNESS AND OTHER-UNKNOWN REASONS. THE EXACT NUMBER OF REVISION CASES ATTRIBUTED TO EACH REASON FOR REVISION IS UNKNOWN. - LEGION CONCELOC POROUS TIBIAL BASEPLATE IN COMBINATION WITH LEGION PS FEMORAL COMPONENTS: IMPLANTED IN FOUR HUNDRED AND SEVENTY-FOUR (474) KNEES BETWEEN 01-JAN-2021 AND 31-MAR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN LESS THAN ELEVEN (11) CASES. WHILE THE EXACT NUMBER OF REVISIONS IS NOT SPECIFIED BY THE AJRR, THE FOLLOWING REASONS FOR REVISIONS ARE IDENTIFIED: INFECTION, INSTABILITY, MECHANICAL LOOSENING AND STIFFNESS. BASED ON THIS INFORMATION, THIS REPORT IS SUBMITTED UNDER THE ASSUMPTION THAT AT LEAST ONE REVISION SURGERY WAS PERFORMED FOR EACH OF THE LISTED REASONS. ALTOGETHER, A TOTAL QUANTITY OF AT LEAST 33 REVISIONS HAVE BEEN REPORTED IN THE AJRR FOR THE LEGION CONCELOC POROUS TIBIAL BASEPLATE.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE UPDATED TO INCLUDE ADDITIONAL EVENTS), H2 (NUMBER OF SUMMARIZED EVENTS UPDATED TO 33), H6 (ADDITIONAL CODES ADDED FOR 'MEDICAL DEVICE PROBLEM CODE' PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00799 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: MBH. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON MAY 8, 2025: (B)(4) (L1-L4). THE TOTAL NUMBER OF EVENTS FOR THIS CASE HAS BEEN REDUCED TO FOUR (4), AS AN OVERLAP WAS IDENTIFIED WITH EVENTS ALREADY SUMMARIZED IN (B)(4) (L1-L29). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON MAY 8, 2025, REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION CONCELOC POROUS TIBIAL BASEPLATE IN COMBINATION WITH LEGION CR FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND FIVE HUNDRED AND NINETY-FOUR (1594) KNEES BETWEEN 02-JAN-2012 AND 31-DEC-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWENTY-NINE (29) CASES DUE TO THE FOLLOWING COMPLICATIONS: INFECTION, INSTABILITY, MECHANICAL LOOSENING, OTHER MECHANICAL COMPLICATIONS, PAIN, STIFFNESS AND OTHER-UNKNOWN REASONS. THE EXACT NUMBER OF REVISION CASES ATTRIBUTED TO EACH REASON FOR REVISION IS UNKNOWN. - LEGION CONCELOC POROUS TIBIAL BASEPLATE IN COMBINATION WITH LEGION PS FEMORAL COMPONENTS: IMPLANTED IN FOUR HUNDRED AND SEVENTY-FOUR (474) KNEES BETWEEN 01-JAN-2021 AND 31-MAR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN LESS THAN ELEVEN (11) CASES. WHILE THE EXACT NUMBER OF REVISIONS IS NOT SPECIFIED BY THE AJRR, THE FOLLOWING REASONS FOR REVISIONS ARE IDENTIFIED: INFECTION, INSTABILITY, MECHANICAL LOOSENING AND STIFFNESS. BASED ON THIS INFORMATION, THIS REPORT IS SUBMITTED UNDER THE ASSUMPTION THAT AT LEAST ONE REVISION SURGERY WAS PERFORMED FOR EACH OF THE LISTED REASONS. ALTOGETHER, A TOTAL QUANTITY OF AT LEAST 33 REVISIONS HAVE BEEN REPORTED IN THE AJRR FOR THE LEGION CONCELOC POROUS TIBIAL BASEPLATE. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE LEGION TOTAL KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AJRR REPORTS FOR THE LEGION CONCELOC TIBIAL BASEPLATES PROVIDED DATA USAGE IN PRIMARY TKAS IN COMBINATION WITH LEGION CRUCIATE RETAINING (CR) AND POSTERIOR STABILIZED (PS) FEMORAL COMPONENTS. THE CUMULATIVE REVISION RATES REPORTED THROUGH BOTH REPORTS ARE IN LINE WITH THE AJRR TKA CLASS ACROSS ALL AVAILABLE YEARS OF FOLLOW-UP. FOR THE LEGION CONCELOC TIBIAL BASEPLATES USED IN COMBINATION WITH LEGION CR FEMORAL COMPONENTS, THE AJRR REPORT INDICATES THAT ALL REASONS FOR REVISION ASSOCIATED WITH THE 29 REVISION CASES WERE EITHER SIGNIFICANTLY LOWER OR NOT SIGNIFICANTLY DIFFERENT FROM THE TKA CLASS. FOR THE LEGION CONCELOC TIBIAL BASEPLATES USED IN COMBINATION WITH LEGION PS FEMORAL COMPONENTS, NO RELEVANT CONCLUSIONS COULD BE DRAWN FROM THE ANALYSIS CONSIDERING THAT THE EXACT NUMBER OF REVISIONS IS NOT PROVIDED. SPECIFIC ANALYSIS FOR EACH COMBINATION IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 45). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 45 REVISIONS, 33 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. A TOTAL OF 12 NEW CASES WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 45 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION.

Event description:
BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION CONCELOC POROUS TIBIAL BASEPLATE IN COMBINATION WITH LEGION CR FEMORAL COMPONENTS: IMPLANTED IN THREE THOUSAND THIRTEEN (3,013) KNEES BETWEEN (B)(6)2012 AND (B)(6) 2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-ONE (41) CASES DUE TO THE FOLLOWING COMPLICATIONS: LESS THAN ELEVEN (11) KNEES DUE TO FRACTURE, LESS THAN ELEVEN (11) KNEES DUE TO INFECTION, LESS THAN ELEVEN (11) KNEES DUE TO INSTABILITY, LESS THAN ELEVEN (11) KNEES DUE TO MECHANICAL LOOSENING, LESS THAN ELEVEN (11) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS, TWELVE (12) KNEES DUE TO PAIN, LESS THAN ELEVEN (11) KNEES DUE TO STIFFNESS, AND LESS THAN ELEVEN (11) KNEES DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. - LEGION CONCELOC POROUS TIBIAL BASEPLATE IN COMBINATION WITH LEGION PS FEMORAL COMPONENTS: IMPLANTED IN FOUR HUNDRED AND SEVENTY-FOUR (474) KNEES BETWEEN (B)(6) 2021 AND (B)(6)2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN LESS THAN ELEVEN (11) CASES. WHILE THE EXACT NUMBER OF REVISIONS IS NOT SPECIFIED BY THE AJRR, THE FOLLOWING REASONS FOR REVISIONS ARE IDENTIFIED: INFECTION, INSTABILITY, MECHANICAL LOOSENING AND STIFFNESS. BASED ON THIS INFORMATION, THIS REPORT IS SUBMITTED UNDER THE ASSUMPTION THAT AT LEAST ONE REVISION SURGERY WAS PERFORMED FOR EACH OF THE LISTED REASONS. ALTOGETHER, A TOTAL QUANTITY OF AT LEAST FORTY-FIVE (45) REVISIONS HAVE BEEN REPORTED IN THE AJRR FOR THE LEGION CONCELOC POROUS TIBIAL BASEPLATE.